Manufacturer narrative:
(B)(4).

Event description:
It was reported the second implant would not deploy. A backup device was readily available. There was a delay of less then 30 minutes. No patient injuries were reported.

Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. A review of the device history record was performed which confirmed no inconsistencies. No further investigation is warranted at this time. Corrected to indicate that the device was not returned. (B)(4).